Event description:
The patient reportedly experienced poor performance with use of the implanted device. Programming changes were made; however, the issue was not resolved. The patient's device was explanted.